Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation; 1 event was confirmed. One device was found to be affected by a damaged component causing the trigger to catch in the device. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had a sticky trigger. One event had no patient involvement; no patient impact.